Manufacturer narrative:
Concomitant product(s): other relevant device(s) are: product ID: e volutpro-29-us, serial/lot #: (B)(4), ubd: 15-mar-2020, UDI#: (B)(4). The device was not returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was released high. While removing the delivery catheter system (dcs), the nose cone caught on the inflow edge or the leaflets of the valve and the valve dislodged into the ascending aortic. Subsequently, a second transcatheter bioprosthetic valve was successfully implanted. No adverse patient effects were reported.